Manufacturer narrative:
H10, h3, h6 the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned outside of original packaging. The distal tip of the device was broken off with the anchor still attached. The suture is still inside the device and tip. The anchor appears to have been forced into the hole causing the anchor to tighten to the distal tip of the device. A functional evaluation revealed the device could release the suture with ease, but the anchor was stuck to the broken distal tip. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during an ent procedure, the metal terminal of the healicoil broke off during the implantation. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: read these instructions completely prior to use. Incomplete anchor insertion may result in poor anchor performance. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during an ent procedure, the metal terminal of the healicoil anchor broke off during the implantation. The broken pieces were removed and a backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.